Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise episodes were noted. No intervention was performed, the physician decided to monitor the patient only. The patient's condition is stable.